Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a discrepancy between her blood glucose reading and the sensor glucose reading. Blood glucose reading was 400 mg/dl. The continuous glucose monitor had a sensor glucose reading of 80 mg/dl when her blood glucose reading was 200 mg/dl. The customer treated for the low and her blood glucose reading went up to 400 mg/dl. Advised not to put pressure on the transmitter or sensor. Assisted with clearing the meter blood glucose now alarm. Customer declined a transfer to the help line for troubleshooting. Nothing further reported.